Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.